Event description:
It was reported that pulmonary edema occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. 36 hours post index procedure, the patient reported that he was admitted to the hospital for pulmonary edema. No further details were provided.

Manufacturer narrative:
B3: used 10/20/2024 as the event date since it was stated that after 36 hours that the patient was admitted to the hospital for pulmonary edema.